Manufacturer narrative:
This report is for the enroute 0.014" guidewire. A secondary MDR was reported under 3014526664-2021-00195 (B)(6) as it is unknown if the enroute 0.014" guidewire or the enroute transcarotid stent system caused the dissection.

Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, during final angiogram, a dissection was noticed on the common carotid artery which led to additional stent placement to cover the dissection. At this time, it is unknown if the enroute 0.014" guidewire or the enroute transcarotid stent system was the cause of the dissection. The procedure was completed successfully and the patient is neurologically intact.

Manufacturer narrative:
This report is for the enroute 0.014" guidewire. A secondary MDR was reported under 3014526664-2021-00195 ((B)(4)) as it is unknown if the enroute 0.014" guidewire or the enroute transcarotid stent system caused the dissection.

Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, during final angiogram, a dissection was noticed on the common carotid artery which led to additional stent placement to cover the dissection. At this time, it is unknown if the enroute 0.014" guidewire or the enroute transcarotid stent system was the cause of the dissection. The procedure was completed successfully and the patient is neurologically intact.

Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.